Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A device service history cannot be performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: ca-(B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: 8110 354.6770 error. Case notes: problem description: (B)(6) 2018, 05:52:39, (B)(4). Customer (B)(6) called in for help on error code 3546770 on syringe unit which is the pressure sensor circuit board will need to be replace on unit customer prefer to send unit in for repair will call back once he has po# confirm level 1 & level 2 repair price. Also part number for right handle for pca unit transfer customer to customer services for price with taxs. And weather part is cover under their plasta program. (B)(4).